Event description:
Pulmonetic systems, inc. Received the following info from a rep: occurred on the night shift at the hosp. Unit constantly autocycling. Changing the pt circuit did not fix the autocyling.